Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2003 the patient underwent anterior fusion using the anterior lumbar interbody fusion technique with implantation of titanium cages and rhbmp-2/acs using a left paramedian retroperitoneal approach, posterior pedicle screw instrumentation l4 to s1. Extra degree of difficulty was encountered on this case due to the vascular anatomy of the patient using the titanium pedicle screw system, cage with medium rhbmp-2/acs kits in each level to treat degenerative disk disease at l4-l5 and l5-s1. Op- note: cage working double value channels and put in 6cm tall cages by 23 mm long and with a medium rhbmp-2/acs kit in place. Next, the surgeon moved to the l5-s1 level and performed our diskectomy in a similar fashion removing anterior annulus and all the disk space within the annulus and removing the endplate cartilage to get down to nice bleeding bone. We then applied our working channel reamed to manufacturer's recommendations and placed in our cages with the medium-2 rhbmp-2/acs kit. Then they checked for hemostasis and pulled out the retractors, took a lateral x-ray which showed that the cages were in excellent position. The surgeons had a sufficient amount of room on the medial aspect of the pedicle wall as it crossed. Then the surgeons worked in a similar fashion for the s1 pedicle on the left side at s1. The screw start site was slightly more inferior than on the right, but on the ap view were well within the pedicle and in no danger of breaching the medial or the inferior cortex. After tapping, we were then ready to put in our screws. We placed 6.5 x 45 screws bilaterally at l4, 6.5 x 40 screws bilaterally at s1 we got excellent purchase on all 4 screws. Then the surgeons put in rods into position without difficulty. On the left side, we used a 70 mm rod; on the right, we used a 60 mm rod. The surgeons had no problems with bumping into any unwanted bony structures. The patient was taken to the recovery room in stable condition. No other information was provided. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.